Event description:
It was reported that the patient presented to the clinic with loss of capture and low r-wave sensing on the rv lead. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.